Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use. The home patient (hp) was connected at the time of the alarm. The hp pressed go before connecting for therapy and then connect. The technical service representative (tsr) explained the alarm and instructed the hp to cycle the power on hc in order to clear the alarm. The tsr advised the hp to start over with all new supplies on the hc. The tsr advised the hp to speak to the peritoneal dialysis registered nurse (pdrn) to make arrangements so the hp would not be missing the therapy. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user how to properly temporarily disconnect and reconnect to the set up and provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.